Manufacturer narrative:
The devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The case was reviewed by stryker's peripheral vascular medical affairs team, and it was determined use of the inari medical devices may have caused or contributed to the stent/filter interaction. The device labeling provides the following statement in regards to device use with stents and filters: "when used in patients with an ivc filter, damage to the filter, the collection bag, or dislodgment of the ivc filter, etc. May occur." Manufacture reference number: (B)(4)

Event description:
On (B)(6) 2026, a patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had a pre-existing stent and ivc filter with clot located inside the stent. The physician made the decision to use the clottriever bold device to remove clot from the stent. After deployment, the basket got caught on the ivc filter. The clottriever and ivc filter were then entirely removed from the patient simultaneously. The patient did not sustain any injury and remained in hospital for further observation.